Event description:
Procedure type: lower anterior resection. According to the reporter: this device was fired and the doctor noticed that no donut was formed. The doctor performed an ileostomy to correct the area. The doctor has stated that he will bring the pt back in 6 weeks to close the temporary ileostomy. At the time of this complaint, pt is doing ok.

Manufacturer narrative:
(B)(4).